Event description:
It was reported by the user called to stated that the arctic sun device was failing calibration for not cooling. A check of chiller temperature t4 showed it was at 32c. The user drain water from the chiller tank and reported only 350 ml came out. Discussed that this was indicative of a failed mixing pump. The user stated that they would order and replace the part locally.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-06547. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user called to stated that the arctic sun device was failing calibration for not cooling. A check of chiller temperature t4 showed it was at 32c. The user drain water from the chiller tank and reported only 350 ml came out. Discussed that this was indicative of a failed mixing pump. The user stated that they would order and replace the part locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.